Event description:
The customer reported the system displayed a precharge voltage error, which will prevent the system from booting. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was tested and found to be working as intended and put back into service.